Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, just after the first sphincterotomy, the cutting wire broke. Reportedly, there was no part of the device detached inside the patient. The procedure was completed with a second hydratome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. (Device codes): the problem code 1069 captures the reportable event of cutting wire broken. Visual examinaton of the returned device revealed that the cutting wire was broken, bent and blackened. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). (Evaluation conclusion codes): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, just after the first sphincterotomy, the cutting wire broke. Reportedly, there was no part of the device detached inside the patient. The procedure was completed with a second hydratome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.